Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation revealed this device had reached elective replacement indicators (eri) after approximately three years of implant. As the patient with this device required minimal pacing and had required no therapy since implant, there was concern that the battery had depleted more rapidly than expected. The patient will be monitored monthly until a replacement procedure is performed. No adverse patient effects were reported

Manufacturer narrative:
According to available information, this device remains implanted and in service. When the device has been returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
- -